Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section e1. Initial reporter phone: (B)(6). Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. The lot number is not known; therefore, a device history record review cannot be completed. Inaccurate placement of the enterprise2 vascular reconstruction device are known potential complications. If the stent was inaccurately placed, it may lead to damage of healthy intima, possibly side branch occlusion and/or the need for additional intervention. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event, rather than the design or manufacture of the device. In this case, there were no reports of adverse for the patient or prolonged hospitalization; however, even when the original procedure plan was modified, the surgery was then completed covering the aneurysm neck completely. Based on this information, this event does not meet us FDA reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via health authority, the user reported that during an endovascular embolization, an enterprise2 4mmx23mm no tip (encr402300, 9104193) was impeded in proximal end of a prowler select plus 150/5cm microcatheter (606s255x, 31175746) and could not advance any more. The doctor removed the stent and microcatheter from the patient and switched to a second microcatheter, a prowler select plus 150/5cm (606s255x, 31567764) to deliver the original stent. The original stent was impeded in the distal end of the second microcatheter and could not pass through the second microcatheter. The doctor only retracted the original stent alone and switched a second stent, an enterprise2 4mmx23mm no tip (encr402300, lot # unknown). The second enterprise2 4mmx23mm was advanced to target site. During the process of releasing the second stent, the second microcatheter had difficulty maintaining its position, the second microcatheter and the second stent migrated towards proximal end ¿a little bit¿ automatically. The doctor tried to retract the second stent back to the second microcatheter, but the second stent could not be retracted to the second microcatheter. The doctor released the second stent, the second stent was not deployed in the desired position, but it still covered the aneurysm neck completely. The doctor completed the surgery. The surgery was prolonged by about 15 minutes.¿ there was no patient injury report. No further information is available.